Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. "Per query response, site provided further clarification and reports: 'we don¿t believe this 'observed kink' in the rist guide catheter is a 'loss of device integrity' of the device being investigated in this study. There was a cervical internal carotid artery loop that under load appears to have kinked causing a kinking of the guide catheter. Once the original rist catheter and aristotle guide wire were removed and replaced with care taken not to position the transition zones for the catheters in a different segment of the anatomy, they maintained their integrity. This 'observed kink' was felt to be attributable to tortuous patient anatomy rather than a function of the guide catheter device integrity.".

Manufacturer narrative:
All information has already been reported on related report number 2029214-2025-02577. Due to the related files merging a duplicate report for confirmation has been submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist 079 radial access guide catheter kinked during procedure. It was reported that there was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee. There was no impact to the patient. There was no additional medical intervention required to prevent permanent I injury or impairment. The rist 079 radial access guide catheter kinked during procedure. Per the index procedure report: contrast was injected into the rist 079 radial access guide catheter in the right internal carotid artery for imaging in multiple projections. A coaxial assembly comprising a navien 058 intermediate catheter over phenom 027 microcatheter and aristotle 24 microwire were then prepared in the standard fashion through a series of rotating hemostatic valves connected to a pressurized infusion of heparinized saline. Under roadmap guidance, the microcatheter-microwire assembly was gently advanced through the guide catheter and into the right internal carotid artery and into the right m1 segment. However during this there was some herniation of the rist catheter due to a cervical right internal carotid artery (ica) vessel loop causing increased resistance. A terumo glidewire was attempted to be advanced into the rist catheter to reduce the herniation but met resistance. Under fluoroscopic visualization an area of kinking of the rist catheter was observed at the origin of the right common carotid artery. The rist radial access catheter, navien 058 intermediate catheter, phenom 27 microcatheter, and aristotle 24 microwire were removed. The rist radial access guide catheter was found to be kinked and the aristotle 24 microwire also appear damaged. The rist radial access guide catheter and aristotle 24 microwire were disc arded. Subsequently, a coaxial assembly comprising a new rist 079 radial access guide catheter over rist simmons select catheter over terumo glidewire was prepared in standard fashion over series of rotating hemostatic valves connected to a pressurized infusion of heparinized saline. The procedure was completed with no further reported issues. Additional information was received indicating that the resistance previously described was felt with the navien 058 and phenom 27 catheters as they were being advanced through the first rist catheter. A kink in the rist catheter was observed on the "rica pre" angiogram obtained at 6:10:38pm. It is presumed that there was increased load on the rist catheter in the left cervical internal carotid artery (ica), specifically in the loop segment. Upon removal, the rist catheter demonstrated a kink, and the aristotle microwire also appeared kinked at the same location as the rist kink. To continue the procedure, a new rist catheter, navien catheter, and aristotle microwire were subsequently introduced.